Event description:
A hospital in another country, reported to our distributor that they found it impossible to connect the electrical adapter to the rt204 breathing circuit. This problem was reportedly detected during their check before use. They allege that this was because the pin for the heater wire was bent.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. Method: complaint records were checked for the given lot number. The returned device was visually inspected. Results: our records indicate that this is the only report received for this type of fault for the given lot number. One of the heater wire pins on the inspiratory limb was bent towards the other pin. This prevented a heater wire adapter plug from being connected to the breathing circuit. Conclusions: the device failed prior to use. We could not confirm what caused the malfunction. The rate of occurrence for such complaints is less than 0.0001% worldwide for the last year. The following MDR numbers are related: 9611451-2007-00013, -00017, 00052, -00044. A bent heater wire pin deems the heated breathing circuit unusable as the heater wire adapter cannot be connected. This would be identified at breathing circuit set up.